Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed processor circuit card. The device was evaluated upon receipt. An error message was noted on the screen: "system failed to start. Power down back up to retry. Contact medivance service if this massage reappears." Processor circuit card defective. Processor circuit board was replaced. During evaluation, the pressure of -7psi could not be maintained, it was mostly -3 psi. A pm was recommended to fix the problem. As part of the pm, the heater, mixing pump, circulation pump, and drain valves were replaced. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that system beeps at startup and gives the following message: "system failed to start. Power down, then power back up to retry. Contact medivance service if this message reappears". Per wo results on (B)(6) 2023, it was reported that the pressure of -7psi could not be maintained it was mostly -3 psi. Preventive maintenance was recommended to fix the problem.